Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer changed their pump supplies multiple times and the occlusion alarms continued. The customer experienced a blood glucose (bg) level of 390mg/dl and diabetic ketoacidosis. Manual injections were administered to address the bg level. The customer reported that manual injections would be used for insulin therapy.